Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, during a previously scheduled preventive maintenance (pm), fse found a worn out wash syringe on the aia-900. Fse replaced the wash syringe assembly and performed regular pm, which included comprehensive functionality verification for proper instrument operation. All tests passed within acceptable specifications. The aia-900 instrument was functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 19-dec-2016 through awareness date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under safety precaution states: only trained personnel should do the maintenance - maintenance work must be performed by person with proper knowledge of system maintenance procedures and who are equipped with proper protective clothing (goggles, gloves, mask etc.). Physical injuries sustained during maintenance work can result in infections from specimens. Therefore, it is important that maintenance person conduct work in accordance with the procedures outlined in this manual and only after they have received sufficient training in maintenance procedures. - please feel free to contact the tosoh local representatives for information on maintenance procedures use only tosoh designated components - use only accessories and consumables (supplies) listed in the maintenance accessories and consumables section. The most probable cause of the issue is due to worn our wash syringe.

Event description:
On (B)(6) 2018, during a preventive maintenance visit at the customer facility, the field service engineer (fse) observed a worn out wash syringe block on the aia-900 instrument. This resulted in the customer being unable to run patient samples for intact parathyroid hormone (ipth) and prolactin (prl) and caused delay in reporting of ipth and prl patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.